Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the venous collateral vessels using packing coil lps and a non-penumbra microcatheter. During the procedure, one ruby coil was implanted into the target vessel and subsequently, the first packing coil lp did not pack to the physician's satisfaction in the target vessel. The packing coil lp was reported to be too long and was therefore removed. Next, the physician attempted to advance another packing coil lp into another target location and reported that it would not exit its introducer sheath after several attempts. It was reported that the coil was only able to advance slightly beyond its initial position in its introducer sheath. Therefore, the packing coil lp was removed. The procedure was completed using ruby coils and the same microcatheter. There was no report of an adverse effect to the patient.